Event description:
The shaft of the smart control stent kinked while the stent was being delivered through the lesion. Also during the procedure, a maxi balloon was burst at the rated burst pressure. No patient injury was reported.

Manufacturer narrative:
The shaft of the smart control stent kinked while the stent was being delivered through the lesion. Also during the procedure, a maxi balloon was burst at the rated burst pressure. No patient injury was reported. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. Analysis of the returned product did not confirm the balloon burst. One non sterile catheter maxi ld 7f 16x4 110cm was received coiled inside a plastic bag. The balloon was inflated and deflated. Not balloon burst condition was noted. No other anomalies were noted in the returned device. The leak test was performed according to dp (B)(4), balloon was inflated and there was not leakage, the balloon maintained the pressure nominal 6 atm and balloon maintained the pressure burst 10 atm, (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The balloon burst reported by the customer was not confirmed; the balloon was inflated and maintained the pressure nominal 6 atm and balloon maintained the pressure burst 10 atm, reference at (B)(4). Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. As analysis of the returned product did not confirm the balloon burst on based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device and is not related to a product quality issue.

Manufacturer narrative:
The product is available for analysis. Additional information will be submitted within thirty days upon receipt.